Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support after presenting with a st-segment elevation myocardial infarction (stemi). While on support, it was reported that they were having recurrent suction issues. The patient was successfully weaned, and the device removed.